Event description:
Pt underwent placement of bilateral deep brain stimulators to help manage severe dystonia. Unfortunately, this worsened his condition and eventually his deep brain stimulators were turned off. Pt has been having problems with wound healing at the level of his pulse generator and after extensive discussions with the family and with discussions with wound care, the decision was made that he would benefit from removal of a pulse generator as well as his leads including the connector between the cranial segment and the distal segment.device #1is this a laboratory device or laboratory test?no.